Event description:
It was reported that the 9900 system locked up during a case. Also the printer would not work and there were mixed up images. The 9900 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were repaired. The printer, cine drive, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.